Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there was an issue this pacemaker's battery. Boston scientific technical services (ts) reached out to the physician to find out what was the issue and how to manage the device. Additional information obtained from the field which indicated that the device reached elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.